Event description:
It was reported that on (B)(6) 2014, during an intervention in a left femoral-popliteal graft, for distal graft anastomotic stenosis, a perforation occurred. There were no peripheral stents available to cover the perforation, therefore, two graftmaster stents were implanted, successfully treating the perforation. Per angiography, exclusion of the perforation was noted and the results were pristine. On (B)(6) 2014, a reduction in blood flow through the graftmaster stents was noted and an ischemic condition occurred. A below the knee amputation was performed as treatment. There was no additional information provided.

Manufacturer narrative:
(B)(4). The additional graftmaster referenced is being filed under a separate medwatch report. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. It should be noted that the reported patient effects of ischemia and restenosis, as listed in the coronary stent graft system, graftmaster rx instructions for use (IFU) are known patient effects that may be associated with coronary stenting. Additionally, the graftmaster rx IFU states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. The effectiveness of this device for this use has not been demonstrated. Long-term outcome for this permanent implant is unknown at present. In this case, it is unknown if the use of the graftmaster outside the indicated anatomy contributed to the reported event. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.